Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system separator 5 (sep5). During the procedure, the physician advanced the sep5 through an indigo system aspiration catheter 5 (cat5) and started to remove thrombus. After 5-10 seconds of pushing and pulling through the cat5, the sep5 became stretched at the hub and was removed. Although the sep5 was stretched, there was no issue reported with the cat5 device. However, the physician decided to continue the procedure with another manufacturer's aspiration devices. It was later reported that the procedure was not successful and the patient's leg was still thrombosed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the indigo system separator 5 (sep5) was stretched and the bulb was fractured approximately 174.0 cm from the proximal end of the delivery wire. Conclusions: evaluation of the returned device revealed that the sep5 was stretched and the bulb was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted and the force used exceeds product specification, damage such as this may occur. Sep5s are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.